Event description:
Pt reports pump malfunction for serial number (B)(6). Pt reports after changing the batteries and cassette change, it took long to prime and pump did not display 100mg of medication, said 80mg instead of 100mg. Pt reports after the last battery and cassette change, pump does not currently display quantity of medication and beeps with no error message provided, no line obstruction. Pt confirmed they are currently using the pump, which did not interrupt infusion just beeped a few times but did not say obstruction. Pt reports this did not interrupt their infusion and they will switch to their back up pump with next cassette change. No additional info, details, or dates available. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. Pump return tracking info is not available. Photographs were not provided. Current IV remodulin dose: 78ng/kg/min. Did the reported product fault occur while in use with a pt? - yes. Did the product issue cause or contribute to pt or clinical injury? - no. Is the actual product available for investigation? - yes, upon return. Did pharmacy replace product? - yes. Did the pt have a backup product they were able to switch to? - yes. Was the pt able to successfully continue their therapy? - yes. Is the therapy life-sustaining? - yes. What is the outcome of the event? - ongoing. Diagnosis for use: pulmonary arterial hypertension.